Event description:
Patients mother reported defective cassette, no further information provided. Unknown if patient missed a dose, unknown if any adverse events occurred, unknown if cassette available for return. Photographs were not provided, this is a continuous infusion, set flow rate and volume delivered are unknown, no additional information is available at this time. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? Unknown. If yes was any medical intervention provided? Unknown. Is the actual cassette available for investigation? Unknown. Did we replace the cassette? Unknown. Did the patient have additional cassettes they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? Unknown. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown. Resolved? Unknown. Ongoing? Unknown. Reported to (B)(6) by: patient/caregiver.